Manufacturer narrative:
The aic was returned and an evaluation was completed. Review of the noted logs confirmed that a controller error alarm had been triggered. The documented failure was a known pattern failure, characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm with a low probability of recurrence. A full functional check was completed, but the noted failure could not be duplicated. Upon conclusion of the investigation, a definitive cause for the loss in signal could not be established. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was placed on impella cp support for mechanical circulatory support. During support, it was documented that the automated impella controller (aic) displayed a controller error yellow alarm. The aic was swapped as a result of the noted failure. There was no patient harm.